Event description:
During the procedure, staff attempted to attach the guide wire to the connector; however, the monitor was not recognizing the connection. Monitor displayed "attach wire to connector" when the guide wire was already connected. Staff attempted to re-connect, but guide wire continued to be unrecognized. Additionally, the wire frayed during connection attempts. Instrument was removed from field, and a new instrument was obtained. It is unknown if the new instrument was of the same or different lot.